Manufacturer narrative:
(B)(4). Original implant date known. Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the headless compression screw backed out of the plate requiring additional surgical intervention. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgery for a frozen elbow on (B)(6) 2016. It was noted that three (3) out of five (5) screws had backed out. The surgeon easily removed the 3 screws without any additional medical intervention. The plate and remaining 2 screws were left intact and implanted (no additional screws were implanted). It was reported that the surgeon was able to move the patient's elbow through its full range of motion during the procedure. The surgery went as planned; no delay in surgery noted and no harm to the patient during the procedure. This complaint is for three (3) devices. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity 2), unknown plate (part # unknown, lot # unknown, quantity 1). This report is 1 of 3 for (B)(4).